Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. Fse requested the customer to flush all three buffer lines with hemolysis and wash solution in order to dissolve the clot found in the system. Also, the customer was requested to loosen and retighten the peek tubing lines going to and from the pre-filter. A pressure reading was taken and it was 10.2 mpa. Instrument is performing as intended and was released. No further actions are required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: error: 100 pressure high; explanation: pump pressure exceeded upper limit (pres-high); counter measure: inspect for clogging at column and filter. The most probable cause for the reported issue is due blood clot in the system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 100 high pressure on their g8 instrument. Customer indicated the pressure range is up to 12.0 mpa as indicated on the column report. The customer replaced the filer but the error persisted. The g8 instrument is down and unable to run patient samples. The customer requested service. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.